Manufacturer narrative:
(B)(4)

Event description:
It was reported there were recordings of failed shocks for events of high voltage therapy. Defibrillation threshold testing was performed and testing well. The superior vena cava was turned off and additional programming changes were made. The patient was able to be retrieved through an induced dc fibber. The device functioned normally. No further information is available.